Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie drawer 5 jammed and obstructed by an open lid cubie. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the cubie drawer 5 was jammed and obstructed by an open lid cubie. A technical support specialist advised the customer to use a flat sturdy object such as a ruler to press on the cubie lid to fully close it and the customer was able to do so successfully once closed properly the drawer opened fully then had the customer close the drawer again and issue the item through the patient profile which was completed without any issues. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.